Event description:
Allegedly, removed during the revision of another component.

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00325, 00326. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. Complaint history reviewed. Device history record reviewed. Product conformance could not be determined. Use of device could not be determined.